Event description:
It was reported that the device would not complete a boot-up cycle and would lock-up, when powered on. The device could not be powered off unless the battery was removed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). After several follow-up attempts with the customer, physio was unable to confirm if this particular device was either repaired or removed from service. The device has not been returned to physio-control for evaluation. A conclusive cause of the reported problem could not be determined.